Manufacturer narrative:
Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-april-2024, it was reported that the patient that the infusion set was leaking from its site due to which hyperglycemia occurs after 3 hours of infusion set use. High blood glucose level was 246 mg/dl. Infusion set was placed in abdomen. No further information was available.